Event description:
It was stated that the case was broken at the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The insulin pump had a cracked case on the reservoir tube.